Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w 4.11d. Retainer ring = clear. On (B)(6) 2021 customer alleged the pump having cracked battery compartment. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit passed the displacement test. Unit had cracked retainer, cracked battery tube threads, cracked case (battery tube). In summary, customer allegation for cosmetic damage cracked case (battery tube) was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.